Manufacturer narrative:
The lens received and inspected, lens was cut in half with one broken haptic. The device met all manufacturing specifications prior to release. In follow-up with the account we are not able to determine the causal relationship between the device and the adverse event. The investigation is inconclusive. All information currently available is contained in this report.

Event description:
It was reported that while inserting the intraocular lens (iol) into the patient's eye, the patient's capsular bag ruptured. The lens was removed and an alternate lens implanted.